Manufacturer narrative:
The lot number for the device was provided and a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation; however medical records were provided for review. The investigation was confirmed for the filter tilt and retrieval difficulties. Based upon the available information, the definitive root cause for this malfunction was unknown. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf400f vena cava filter allegedly experienced tilt and unable to retrieve. This information was received from one source. The malfunction involved patient with no known impact to the patient. The (B)(6) years old female patient's weight was unknown.